Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: 00596001851, femoral component, lot # 63880029, 00596205010, articular surface, lot # 63809998. Report source: (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 00066. 0001822565 - 2020 - 00067.

Event description:
It was reported that approximately 19 months post implantation, the patient was revised due to pain and stiffness. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). UDI # (B)(4). Visual evaluation of the returned implants shows signs of being implanted. Bone cement still adhered to the inferior side of the femoral implant, but not on the tibial plate. Dimensions were conforming to the prints. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: mild radiolucency along the bone cement interface of the medial and posterior tibia which could indicate early loosening. A definitive root cause cannot be determined. Per package insert fixed bearing knee: pain is a known adverse effect of this procedure. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.